Event description:
It was reported to fresenius medical care that the bain fistula needle 15gx1, 25mm is causing extreme pain with cannulation, causing access clotting issue. No issues with other needle brands.